Event description:
During initial implant, increased pacing impedance and increased defibrillation impedance were observed on the device when connected to the right ventricular (rv) lead. On a pacing system analyzer (psa) the rv lead measurements were acceptable. The new device was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of impedance issue was not reproduced in the lab. Visual inspection of the septum, setscrew and contact spring did not reveal, any anomaly that could contribute to the reported event. Interrogation of the device revealed, the device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.